Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead had an issue with the deployment of the helix. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: 4193, implantable pacing lead, (B)(6) 2004; rv02, competitive implantable tachy lead, (B)(6) 2002; 4470, competitive implantable pacing lead, (B)(6) 2004. (B)(4).